Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a torque limiting driver tip broke off and fused into the set screw. The torque limiting driver tip remains in the patient confined to the set screw. Surgery took place (B)(6) 2018.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a torque limiting driver tip broke off and fused onto the set screw. The torque limiting driver tip remains in the patient confined to a set screw. Surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the tip of the driver was not returned, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.